Manufacturer narrative:
According to the facility on (B)(6) 2024, the user was "drawing up a medication when the syringe separated from the needle and sprayed partial medication on to the provider". Per the facility the user "did ensure the needle was tight". Per the facility the patient received a partial dose of medication, however, no treatment or serious injury occurred. No additional information is available at this time. The sample was requested for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility on (B)(6) 2024 the user was "drawing up a medication when the syringe separated from the needle and sprayed partial medication on to the provider".